Event description:
The reported indicated that it was impossibility to remove the clot with the revive se. 2 attempts were performed with the revive se, before changing the device. A solitaire fr 6x30mm was used in second attention and has successfully removed the clot. Microcatheter prowler 27 and intermediate catheter dac 56 were used. Manual aspiration was performed through a syringe of 50cc. The patient treated for atrial fibrillation (vitamin k antagonists). The man ((B)(6)) with an occlusion of the left middle cerebral artery, treated by thrombectomy 5 hours post IV rtpa infusion. The patient was not part of the react study, and there was no complaint against the prowler 27 microcatheter. All guidelines were followed during use and prep of the device, and the product is not available for analysis. No additional information was provided.

Manufacturer narrative:
UDI: unknown part number, all 3 attempts to obtain product were unsuccessful, UDI unavailable. Additionally, the device captured in this report, represents an unknown revive thrombectomy device that is similar to revive pv. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The reporter indicated that it was impossibility to remove the clot with the revive se. 2 attempts were performed with the revive se, before changing the device. A solitaire fr 6x30mm was used in second attention and has successfully removed the clot. Microcatheter prowler 27 and intermediate catheter dac 56 were used. Manual aspiration was performed through a syringe of 50cc. The patient treated for atrial fibrillation (vitamin k antagonists). The man ((B)(6)) with an occlusion of the left middle cerebral artery, treated by thrombectomy 5 hours post IV rtpa infusion. The patient was not part of the react study, and there was no complaint against the prowler 27 microcatheter. All guidelines were followed during use and prep of the device, and the product is not available for analysis. No additional information was provided. The product was not received for analysis and the product lot was not available, therefore no analysis or DHR could be conducted. The failure reported by the costumer as ¿device ineffective¿ was not confirmed because the device was not returned for analysis, and DHR could not be performed without the lot number. However, it is possible that procedural factors and patient condition appear to have contributed to the event; additionally, inspections are in place that prevents any device from leaving the facility with any type of damage. Therefore, no corrective action will be taken at this time.